Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded the cartridge with less than 50 units of insulin and received a valid minimum fill message. The customer experienced an elevated blood glucose level of 250 mg/dl, which was addressed by administering a manual injection. Reportedly, the customer loaded a new cartridge successfully.